Manufacturer narrative:
The reported event of pacing problem was not confirmed. Failure event observed during analysis. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and longevity assessment found the device was operating above elective replacement indicator (eri) voltage consistent with normal usage. Visual inspection of the pacer found electrocautery exposure during explant. The results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital experiencing fatigue. Upon admission, the patient experienced several occurrences of a slow heart rate although device interrogation was normal. During the device upgrade procedure, the pacemaker failed to provide output when the physician was using the plasma blade. Vvi pacing mode was programmed with noise reversion enabled; the pacemaker was explanted and replaced on (B)(6) 2025. There were no patient consequences.